Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and could not duplicate the reported issue. The tidal volume was within 10% accuracy. The ventilator was working as designed. No repairs were necessary. This was a training issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that there was variation in the tidal volume. After further investigation, it was confirmed by the customer that the device was not in use at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that there was variation in the tidal volume. The device was in use; however, there was no harm to the patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that there was variation in the tidal volume. The device was in use; however, there was no harm to the patient.